Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his oentouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose more than 10x daily and his results are usually around ¿120 mg/dl.¿ the patient manages his diabetes with insulin pump therapy (24 units daily and additional units per carbohydrate intake). The alleged issue began about 3 weeks prior to contacting lfs. The patient reported the subject meter read higher compared to another device; however, specific results obtained were not provided. The patient denied developing symptoms or receiving treatment at that time. However, on the late evening of (B)(6) 2014, the patient reported being awaken from sleep due to symptoms. The patient claimed he had symptoms of restless and sweating. The patient obtained a blood glucose result of ¿21 mg/dl¿ with the subject meter. The patient was given grape juice and a grape sucker as treatment and felt better about an hour later. Prior to going to bed that night, the patient did not recall his blood glucose result; however, the patient confirmed he took an increased dose of insulin (amount not specified). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.